Event description:
Customer reported the reservoir has air bubbles in the tube. The issue has been improved and mostly eliminated by the change from a pouch clip to a belt clip. Troubleshooting was refused. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.